Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 31mm mitral valve implanted nine years, two months, underwent transcatheter valve-in-valve procedure due to degeneration. A 29mm transcatheter valve was implanted inside the failing 29mm valve. The patient was stable following the procedure.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned for evaluation, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and progression of the patient's underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow-up with the health care provider. Per obtained medical records, the pre-op echo demonstrated significant mitral stenosis with prosthetic thickening/calcification and a peak gradient of 18 mmhg, mean gradient of 10 mmhg, and valve area of 0.84 cm2. The patient was noted to have tolerated the procedure very well and was transferred to the cvicu in stable condition.